Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer changed the battery and received a button error alarm and the buttons were not responding. Blood glucose value was 11 mmol/l. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected number scrolling during testing noted. The insulin pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.